Manufacturer narrative:
B3: date of event, d4: UDI number, d5: operator of device, e1: name and email address is unknown; no information has been provided to date. E1 phone number: (B)(6) device evaluation: one device was received in used condition, no cracks, or damages visible. The complaint was confirmed. No water circulation. The water pump does not work and the unit heats until the over temperature alarm sounds. The root cause was the water pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Hl-290 hotline is "out of service", parts are no longer available. Unit was scrapped.

Event description:
It was reported that the device goes into "over temperature". Patient involvement unknown. No patient injury, harm, or clinical affects was reported.